Event description:
This event was not reported to the company until three years after its occurrence. This pt contracted meningitis the week following their cochlear implant surgery, during which pt experienced a csf leak. Pt was treated and the complication was fully resolved. It is unknown if pt had been immunized for meningitis previously.